Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that the infection was identified by redness and swelling at the pocket site.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2021-32207. Manufacturer reference number: 2017865-2021-32208. It was reported that the patient developed pocket infection. The entire system including the pacemaker and leads were extracted and replaced. No patient consequences reported.